Manufacturer narrative:
The customer¿s report that the tubing separated at drip chamber was confirmed by visual inspection. During visual inspection, it was noted that the tubing is completely separated from the drip chamber outlet port. Visual inspection under microscope noted that both sides of the tubing had insufficient solvent applied at the engagement during manufacturing process. There were no other anomalies observed with the returned set during initial inspection. Functional testing was not performed as the customer's report of tubing separated was confirmed upon visual inspection. A dimensional analysis was performed and the tubing measured to be within specification(s). The root cause of the separation was a manufacturing issue for insufficient solvent being applied at the affected engagement due to equipment and/ or operator error.

Event description:
It was reported that the rn was changing out maintenance fluids, and when removing the tubing from the previous bag, the tubing broke loose from the chamber. The rn stated; ¿she was pulling from the chamber but her hand must have rested on the tubing to apply enough force for the tubing to come loose¿. The customer confirmed there was no patient harm as a result of this event. Although requested, no other event or patient information was provided.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics requested however not provided

Event description:
It was reported that the rn was changing out maintenance fluids and when removing the tubing from the previous bag, the tubing broke loose from the chamber. The rn stated; ¿ she was pulling from the chamber but her hand must have rested on the tubing to apply enough force for the tubing to come loose.¿